Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and flail with broken chord for a mitraclip procedure. During the preparation, clip would not open. Clip was replaced and deployed. After deployment, physician believed the clip was relaxed and opened. Troubleshooting was performed. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.